Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and motion sensor test failure. Customer's blood glucose level was 180 mg/dl. Troubleshooting for motor error was performed. Customer advised they received a motor error during the fill cannula process. Customer advised the insulin pump rebooted, counted down and wiped out the other settings. Customer's alarm history showed motion sensor test failure, motor error alarm and motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.